Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number : 2017865-2019-09538. It was reported that patient presented in clinic for routine follow up. Upon review, it was revealed that the pacemaker was nearing to elective replacement indicator. Also, the pacemaker and the right ventricular lead exhibited noise. Isometrics and pocket manipulations were completed and did not reproduce the noise. Physician decided to make programming changes and continue monitoring the patient. Patient was stable.